Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed; however, the exact cause and type of endoleak seen at implant could not be determined. The pre-implant anatomy is unknown, images during or after the reported intervention which had resolved the endoleak were not seen in the returned films, and post-implant CT¿s were also not available for review. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iiib fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. However, it is possible that this likely type IV endoleak may have been exacerbated by slight fabric stretching resulting from the bulging stents near the endoleak location which were unapposed within the pre-existing saccular aneurysm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm ruptured saccular mid descending th oracic aneurysm. It was reported during the index procedure an angiogram demonstrated a type iiib endoleak in the valiant stent. An additional valiant stent graft was implanted to resolve the endoleak. Per the physician the cause of the event was suspected due to graft porosity. No additional clinical sequelae were reported and the patient is fine.